Event description:
The doctor was attempting to load this device on the wire, but noted that the wire lumen appeared to be damaged due to a bulge in the lumen. The device was immediately removed and replaced with another device. The patient was not harmed as a result of this incident.